Event description:
Caller alleged blood glucose test results of "between 800 and 900" mg/dl on the aviva system, professional system result of 107 mg/dl within 10 minutes. No adverse event reported. A request was made for the return of the system and replacement product was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.